Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has gradually lost stimulation coverage over the last three months. Diagnostics revealed numerous electrodes were invalid. The sjm rep was able to regain 80% coverage. X-rays revealed no visible anomalies. Next course of action is undetermined.